Event description:
It was reported that there was lead migration. The healthcare provider (hcp) did an x-ray and reported that the paddle shifted to the right. The patient was not getting good coverage on the left side of her arm. The patient status at the time of the report was alive, no injury and the patient symptom included less than 50% therapy relief at the left side of the implant. It was unknown why the lead migrated. The patient went to their one month post-operative with the hcp. The patient had an appointment planned for (B)(6). It was later reported that reprogramming was performed and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97791, lot# n452165, implanted: (B)(6) 2014, product type: accessory. (B)(4).